Manufacturer narrative:
Results of investigation: the vela main pcba was returned to carefusion for evaluation. The reported problem was duplicated and isolated to a failed transducer.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator generated "xdcr fault" (transducer fault), "low ve" (low minute volume), "high rate," "high pip" (high peak inspiratory pressure) alarms and "circuit pressure: 32 failed" alarms. The customer reported there was no patient involvement associated with the event.